Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an scd compression system. The customer states that the scd express controller was used on a renal transplant pt, along with correctly fitted regular size high length scd sleeves ((B)(4)). After the pt was moved to the surgical ward from recovery theatre suite, he complained of severe leg pain in both calves. The leg sleeves were removed and discarded by ward staff, as they suspected the pt had developed a compartment syndrome. The controller alarms operated as normal with no audible alarms during its use.